Event description:
It was reported to philips that the system generated remote alerts indicating that geometry movements were not available. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during an planned (non-emergent) treatment procedure. The procedure was completed using the same system after restarting it. It was reported to philips that the system¿s geometry movements were not available. Review of logfile shows upon troubleshooting, the philips remote service engineer (rse) checked the system logfiles remotely and found multiple error messages, including sensor collision and motor assembly errors. The rse found the issues appeared to be related to restricted geometry movement possibly caused by power supply or sensor problems and requested on-site support. The philips field service engineer (fse) checked the system onsite and found the issue to be caused by intermittent failures in the 24v power supply, a defective ad7 table height potentiometer, and/or a malfunctioning force sensor, which individually or together may have triggered the geometry restrictions. To resolve the issue, the fse replaced and recalibrated ad7 force sensor, 24 volt power supply and height potmeter assembly. The defective parts were sent for analysis, for height potentiometer and power supply unit not malfunction was observed but for force sensor malfunction was found and the failure was found to be a non-working sensor. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was completed by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.